Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's user interface/display was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the device user interface/display was not working. The investigation is ongoing.

Manufacturer narrative:
The customer reported that a field service engineer (fse) was onsite and found that the user interface assembly was bad. Additional services were requested. It was reported that the customer purchased a replacement user interface (ui) assembly, and a philips field service engineer replaced the faulty part. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00366. All information from the original report(s) has been transferred to this report.